Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The issue could not be reproduced.

Event description:
Medtronic received information regarding a navigation system during a cervical spine procedure. It was reported that the navigation system was not connecting to the imaging system before the spin. The navigation station was rebooted and the issue was resolved. The surgery was completed with less than an hour delay and there was no patient impact.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.